Manufacturer narrative:
(B)(4). The customer reported the unit has a bad power supply. The customer isolated the problem, and requested a parts ID for the ac power supply. As of 6/14/2011 there have been no further reports from the customer regarding this issue.

Event description:
The customer reported the unit has a bad power supply.